Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the pad of the impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual examination of the provided pictures identified a fractured impactor pad. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode. No product was returned therefore no further evaluation can be made. Reported event was confirmed by review of provided photographs. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.